Manufacturer narrative:
This report is submitted on september 16, 2022

Event description:
Per the clinic, there was a tip-fold-over of the electrode. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.